Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, and seroma-late.

Event description:
Healthcare professional reported left side "rippling." Treatment has not occurred. Patient representative reported "removal of implants due to fear alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including; mental anguish and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl, cellular changes and damage of breast tissue, inflammation, evaluation for alcl, pathological testing for alcl, explant, capsulectomy, seroma, accumulation of fluid in breast, contracture, swelling, pain, firmness, asymmetry reconstruction, anxiety mild depression, chronic headache, significant scarring, disfigurement; aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing." The following events are not considered related to the device: mental anguish and including: mental anguish, anxiety mild depression, chronic headache, aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing, cellular changes, significant scarring, disfigurement. Device was explanted.